Event description:
It was reported that the proglide device successfully achieved hemostasis of the right common femoral vein after an ablation procedure, using an 8.5fr sheath. During hospital stay, one day post procedure, the patient complained of swelling. Stenosis was noted via computed tomography (CT) scan. The proglide suture was observed to have stitched the back wall of the vessel and lifted the intima, causing a dissection. A cut down was performed to remove the suture and the swelling subsided. The vessel was then sutured closed. No intervention was required for the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported backwall stitch could not be determined. Factors that contribute to back wall stitch, include, but not limited to, user technique (lateral puncture, using the device in a femoral vessel < 5mm). The patient effect of dissection is listed in the proglide instructions for use as a potential adverse event associated with use of the suture mediated closure devices. A conclusive cause for the reported patient effect of swelling and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.